Event description:
It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming interventions were performed. The patient was in stable condition and the device will continue to be monitored.